Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to low protein level and low hemoglobin level. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, duration and route not reported) for peritonitis. At the time of this report the patient had recovered from this peritonitis event. On an unreported date, dianeal therapy was discontinued. No additional information is available.